Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the product code of the tlc device? Is it tlc55 or tlc75? Tlc75 lot: r40722 exp: 2023/02/28. How did the device "misfire"? Procedure right hemicolectomy, trouser leg anastomosis, staples did not fire out the cartridge in line with firing the trigger. There were lose staples. Did the device lock out and would not fire? No it fired but staples did not deploy. Did the device begin to staple and cut, but then jammed? How was the procedure completed? The surgeon had to resect and hand suture the anastomosis adding an additional hour to the procedure. Were there any patient consequences? Patient was longer on the operating table.

Event description:
It was reported that during a hemicolectomy procedure, the sales rep was told that the stapler misfired in a case.

Manufacturer narrative:
(B)(4). Batch # r57j48. The analysis results found that the tlc75 device was received with no apparent damage and with two cartridge reloads present. Cartridge b, trt75, batch r57f6m, was received with 1 driver up without staple, and the remaining drivers down with staples present, and the swing tab in unlocked position. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Cartridge c, trt75, batch r57f6m, was received with 32 drivers up without staples, and the remaining drivers down with staples present, and the swing tab in locked position, which indicates that the device's firing cycle was interrupted. The cartridge reload c was manually unlocked and the device was tested for functionality with both of the returned cartridge reloads b and c. It fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.